Manufacturer narrative:
Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.

Event description:
It was found that there was difficulty to push the stent through working channel due to the stent's material was very soft near the flap another clso was used to complete the procedure and it was successful. No ae reported by doctor, no additional procedure required due to this occurrence.

Manufacturer narrative:
Device evaluation: 1 x clso-10-7 device of lot number c1761017 was returned to cirl for evaluation opened with its original packaging. Lab evaluation: the device was evaluated in the lab on the 29th january 2021. A 0.035" wireguide passed through the stent with no issues. No defects were observed. Documents review including IFU review: prior to distribution all clso-10-7 devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for the clso-10-7 of lot number c1761017 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records, confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1761017. There is no evidence to suggest that the customer did not follow the instructions for use (ifu0045-7). However, it should be noted that the IFU states the following: ¿visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do use use." Engineering input confirmed that there is currently no IFU supplied with the hgc-6 but that its use with the clso-10-7 is authorized. Root cause: a definitive root cause for the complaint could not be determined as the exact operational conditions of use could not be replicated in the laboratory setting. However, as these stents are manufactured to be very soft, this is negative feedback. Summary: complaint is not confirmed as the failure could not be verified in the laboratory. According to the initial reporter, a replacement clso device was used to successfully complete the procedure without the need for an additional procedure. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental report is being submitted due to the completion of the investigation.

Manufacturer narrative:
Device evaluation: 1 unit of lot number c1761017 of clso-10-7 was returned opened in its original packaging. With the information provided, a physical examination and document based investigation was conducted. This file is related to (B)(4) which captures the guiding catheter being reported as tight while advancing it through the scope. (Guiding catheter was found to be kinked in the lab evaluation) the device involved in the complaint was evaluated in the laboratory. A 0.035" wireguide passed through the stent with no issues. No defects were observed. Manufacturing records: prior to distribution, all clso-10-7 devices are subjected to functional checks and visual inspection to ensure device integrity. A review of the manufacturing records for clso-10-7 device of lot number c1761017 did not reveal any discrepancies that could have contributed to this complaint issue. Review historical data: a review of the manufacturing records for the clso-10-7 device confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1761017. Instructions for use and label: the notes section of the instructions for use (ifu0045), which accompanies this device instructs the user to inspect the device prior to use : "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use" . There is no evidence to suggest that the customer did not follow the instructions for use. (Ifu0045). Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause for the complaint could not be determined as the exact operational conditions of use could not be replicated in the laboratory setting. A possible root cause could be attributed to the kinks on the guiding catheter that may have contributed to the difficult advancement of the stent or excessive force employed by the user which may have caused the stent to crumble. Engineering input were unable to reach a conclusive reason behind the reported soft-nature of the material of the stent considering the replacement stent worked fine. Confirmation of complaint: complaint is confirmed based on customer and/or rep testimony. Corrective action/correction: complaints of this nature will continue to be monitored for potential emerging trends. Summary of investigation: according to the customer, there was difficulties in pushing stent through working channel due to stent material being very soft near the flap. Confirmed quantity of 1 device, confirmed used. According to the initial report, the patient did not experience any adverse effects due to this occurrence. Investigation findings conclude that a possible root cause could be attributed to the kinks on the guiding catheter that may have contributed to the difficult advancement of the stent or excessive force employed by the user which may have caused the stent to crumble. Engineering input were unable to reach a conclusive reason behind the reported soft-nature of the material of the stent considering the replacement stent worked fine.

Event description:
Supplemental report is being submitted due to the re-completion of the investigation 18-aug-2023.